Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0535 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter PICC with very little radiopaque having to inject contrast and perform x-ray in a newborn several times.